Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an scorpio ts fluted stem extension 100x21mm. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient was revised due to non-union of femur fracture treated with non-stryker plate. Devices were not affected. Fracture was located at the stem end so surgeon decided to revise femoral component and stem extension and replace it with another femoral component and a longer stem.